Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged all the keypad buttons were under responsive. It was reported that the keypad was torn/punctured. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, it was observed that the keypad cover was torn but all the buttons were responsive to user presses. The keypad cover was opened and there was no contamination found under contacts. The pump was opened and there were no intermittent conditions found on keypad flex connector. The initial complaint about an unresponsive keypad was not confirmed during testing.